Event description:
Cin-do rev'd complaint from (B)(6), ms, rn, cic at (B)(6) department of health, reporting the following: two individuals in the same household had lasik surgery for myopia (nearsightedness) on (B)(6) 2015. They subsequently developed mybacterium chelonae infections. The facility is (B)(6). Six surgeries were performed on that date. No other cases have been reported. The physician reports that the male scratched his eyes during his sleep, so the physician referred the male patient to the university of (B)(6) which ultimately diagnosed both cases. Patient isolates are available at the university of (B)(6). (B)(6). The drops used on both patients were cyprofloxacin-antibiotic (bottle), proparacaine-numbering agent (bottle), pred forte-artificial tears (bottle), and restasis (individual). Neither case wore contacts and neither swam post-surgery. They did both shower the day after the surgery. They were instructed to close both eyes while showering to ensure that no soap or water would get in. They had not had any contact with soil that they know of, and they did not pull any wet wash clothes on their faces after the procedure. (B)(6) and (B)(6) from the (B)(6) health department visited optivue. They reviewed the procedures and observed lasik surgery. They have details about the environment including a humidifier and the cox sterilizer. They have questions about possible sampling and pictures of the bottle labels including lot numbers. Refer to report #mw5040911.